Event description:
It was reported that: "physician accidentally flipped the lever prematurely, allowing the footplate to get wedged in the common iliac artery. The entire collagen and suture were packed into the vessel causing an occlusion which was treated with balloon and stent. No further treatment needed." Additional information: "during a tavr procedure, micro puncture and ultrasound were utilized to gain access in the right common femoral artery. Vessel size was 6.5mm mild tortuosity and no reported calcification. Measured depth for the manta was 4cm. Heparin was given once at the beginning of the procedure, then additional heparin was provided once the provider used a peripheral balloon and stent in the common iliac and protamine were given at the end of the tavr procedure. The patient was reported as stable, no expected complications related to deployment."

Manufacturer narrative:
(B)(4) the customer complaint of manta occlusion was able to be confirmed through review of the reported information and the supplied video. Complaint verification testing could not be performed as no sample was returned for analysis. A video of fluoroscopic imaging shows the stent in place post procedure. The video also shows the two radiopaque markers from the manta devices used during the procedure. The first marker is near the stent as it was deployed prematurely. The second marker is at the access site and indicates successful access site closure. The received additional information noted that the operator unintentionally flipped the anchor lever prematurely while the device was hubbed inside the vessel. This allowed the footplate to get wedged in the common iliac artery. The collagen and suture occluded the vessel, so a balloon and stent were deployed. A second manta device was used to close the arteriotomy. The device history record review could not be performed as no lot number was provided. Based on the information available, the probable cause is unintentional use error.

Event description:
It was reported that: "physician accidentally flipped the lever prematurely, allowing the footplate to get wedged in the common iliac artery. The entire collagen and suture were packed into the vessel causing an occlusion which was treated with balloon and stent. No further treatment needed." Additional information: "during a tavr procedure, micro puncture and ultrasound were utilized to gain access in the right common femoral artery. Vessel size was 6.5mm mild tortuosity and no reported calcification. Measured depth for the manta was 4cm. Heparin was given once at the beginning of the procedure, then additional heparin was provided once the provider used a peripheral balloon and stent in the common iliac and protamine were given at the end of the tavr procedure. The patient was reported as stable, no expected complications related to deployment."

Manufacturer narrative:
(B)(4)